Event description:
It was reported that cannula and balloon components of the tracheostomy tube was leaking. The cannula was replaced as a result. At the time of the event, the patient was reported to be experiencing pneumonia and septic shock. The reporter noted that the cannula replacement increased the patients risk for infection. No further patient complications were reported in relation to this event.